Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient's vns was nearing end of service and that the patient was experiencing stronger seizures over the past few weeks. The patient's settings were output=2ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=2.5ma/magnet on time=60sec/magnet pulse width=500usec. The system diagnostics showed output=ok/lead impedance=ok/impedance value=1861ohms/time to eos=5months. Good faith attempts were made to the physician for additional information but no further information was received from the physician concerning the patient's change in seizure pattern.

Event description:
On (B)(6), 2011 attempts for the return of the generator that was explanted on (B)(6), 2011 were started. However, it was discovered that the generator had been discarded by the hospital.